Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that due to misalignment of camera unit, the endoscopic image cannot be displayed and due to poor watertightness of cable unit, water tightness is lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation the camera head exhibited poor watertightness of cable unit and the endoscopic image cannot be displayed. There was no patient involvement.